Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient: (B)(6) - flex revive study. Adverse event detail: post-operative complication: increased pain and stiffness of right shoulder. Patient has no redness or swelling. Abnormal labs (B)(6) 2024: crp, esr, cbc (hgb, hct, rdw) as well as underlying degenerative disk disease of the cervical spine. Treatment/medication: prednisone 5mg for 15 days.